Manufacturer narrative:
Per the user guide, the device is indicated for use with novolog or humalog u-100 insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing high blood glucose (bg) levels and the cause was not known. A correction bolus was delivered to address the bg level. Reportedly, the customer was using a u500 insulin in the cartridge. A pump system check was performed and no device issues were identified. A tandem clinical diabetes specialist reported to have discussed the high bg levels with the customer. The customer's doctor had set the pump settings conservatively and it was expected that the customer's bg would run high while the settings were in the process of being adjusted.